Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation (omsc) in japan (returned to omsc on 2022/11/17). The evaluation at omsc confirmed the occurrence of error message e006, which could not be reproduced, but was found in the error log several times. Since the error message could not be reproduced, a temporary fault is assumed. No functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. Error e006 is triggered when the electrical resistance between the electrodes of the device increases, which is generally caused by user error, e.g. If an irrigation fluid with a low conductivity is used, if there is increased tissue adhesion at the electrode¿s distal tip or if the cutting electrode has not been correctly inserted into the hand instrument. However, the exact cause could not be conclusively determined in this case. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during a therapeutic transurethral resection in saline (turis) procedure at an unknown date the esg-400 electrosurgical generator issued error message e006 "please use electrolyte solution" even though saline was used. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.